Event description:
This facility experienced a power surge and then the power went out. After this event, the aspiration function of this unit has not functioning correctly. Aspiration has either been not there or it has been weak, then all of a sudden it delivers the set aspiration. There have been no patient injuries.